Event description:
The pump was returned to the manufacturer when it was replaced. The return paperwork indicated the device was replaced following normal battery depletion; device returned for disposal only. The return paperwork did not suggest or question a malfunction and no patient symptoms were reported. The paperwork indicated that the patient recovered without sequela. The pump was used to deliver morphine sulfate. The pump underwent routine analysis.

Manufacturer narrative:
Final device analysis of the pump revealed a reliability non-conformance - both coil mounting screws were broken off.